Event description:
Patient reported that her device displayed on 09 (technical inspection) alert without any other technical inspection warnings that should display prior to receiving an 09 alert. The pt switched to injection therapy due to not having a back-up device. There were no physiological effects reported. No medical treatment was necessary. The product has been requested for return to be evaluated.